Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed testing. It shut off after one second when the battery was removed. The main pcb (printed circuit board) was out of electrical specification. Battery contacts were also compressed, bails, battery drawer, and battery drawer o-ring contaminated, upper and lower cases dented, lower case and bail covers broken, ring cover and ring missing, keyboard scratched, and serial number label damaged. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that two capacitors failed in-circuit. Surge current was below specification. Active current failed. Thermal camera revealed that a capacitor was heating. A battery removal test also failed. When two capacitors were replaced, the battery removal test passed. Additionally when a capacitor was replaced the active current passed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure. Also confirmed that the active current drain failure was caused by a capacitor component failure.

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.